Event description:
The angioseal that was used in the patients non primary access (the lfa) site failed, requiring a fem-stop to be placed on the access site. Haemostasis was achieved on (B)(6) post procedure. Nil further complications noted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).